Event description:
The user facility reported that air was injected into a patient during the end of an angioplasty. The patient experienced chest pain and st segment elevation with pvcs (premature ventricular contractions). The patient recovered and did well post procedure.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was received at acist on (B)(4) 2015. Testing and evaluation of the cvi injector is in process. A follow up report will be submitted upon completion of the testing and evaluation.